Event description:
It was reported that during a da vinci-assisted myomectomy hysterectomy surgical procedure, the cable of the tenaculum forceps instrument was found to be cut. The instrument was reportedly used to complete the procedure and there was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain the information regarding patient relevant testing, and medical history; however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary finding of broken pitch cable to be related to the customer reported complaint. The broken cable segment that contains the crimp is still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the instrument log for the tenaculum forceps (part # 470207-10/lot# k10211004-0039) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021, on system (B)(4). The instrument had 3 uses remaining after last use. The last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. This complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.